Event description:
Compatibility guidelines were requested for MRI. The MRI of the lumbar spine was being done to rule out possible infection. The pump was used to infuse an unknown type of drug. No interventions, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).